Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter noted that the power issue was occurring during or immediately after a battery change. During troubleshooting, the reporter was advised to change to a new battery from a new pack, but the pump would not power on appropriately. The reporter denied any moisture in the pump or any damage to the pump. The reporter confirmed that the battery cap was able to secure appropriately per the instructions for use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.